Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of thoracic ulcer. It was reported during the index procedure, premature deployment of the bare stent occurred during the stent deployment process. The stent was deployed and the procedure was completed successfully. No patient complications were reported. It was noted that the deployment was performed in accordance with the instructions for use (IFU) and there was no vessel calcification or angulation that could have contributed to the premature deployment. The cause was not reported. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received with the external slider in the home position and the tip capture release handle unlocked. The stent graft had been deployed prior to receipt of the device and was not received alongside the device. Deformation was evident to the distal edge of the graft cover. The external slider worked to advance and retract the graft cover. The tip capture could move to locked and unlocked positions with no issues. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion the reported premature deployment could be confirmed on the film provided; however, the exact cause of the event could not be determined. Pre-implant CT's for review of the patient anatomy were not received and post-implant CT¿s were also not provided; therefore, a complete assessment of the stent graft in-vivo configuration could not be performed. It appears unlikely that the angul ation of the aortic arch would have contributed to the event. Analysis of the returned CT slices and still angiograms did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of thoracic ulcer. It was reported during the index procedure, premature deployment of the bare stent occurred during the stent deployment process. The stent was deployed and the procedure was completed successfully. No patient complications were reported. It was noted that the deployment was performed in accordance with the instructions for use (IFU) and there was no vessel calcification or angulation that could have contributed to the premature deployment. The cause was not reported. No additional clinical sequelae were reported, and the patient is fine.